Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the tubing at the stainless steel connector was broken with striations consistent with surgical end cut to remove the device. Lab analysis noted needle induced seal damage to the access port. Analysis noted a thinner surface and breakage at the port hole noted as "observed like erosion on port hole, that originates with a separation of sutures."

Manufacturer narrative:
Medwatch sent to FDA on 08/06/2015.

Event description:
Healthcare professional reported explant and replacement of original lap-band device due to leak and explant and replacement of second port.

Manufacturer narrative:
Medwatch sent to FDA on: 09/28/2015. Analysis noted a smooth curved opening with leakage in the shell consistent with wear and tear. Further analysis noted that the band tubing was broken with striations consistent with surgical end cuts to remove the device.

Event description:
Healthcare professional reported a lap-band® port "leak" first noticed when the patient reported that they did not feel like there was any fluid staying in the band. The lap-band® port was removed and replaced.

Event description:
Healthcare professional reported a lap-band port "leak" first noticed when the patient reported that they did not feel like there was any fluid staying in the band. The lap-band port was removed and replaced.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.